Manufacturer narrative:
Correction: (UDI). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device currently used by the patient had a thicker wall compared to the new one that was causing rattling, leaking, and pressure going down. The customer reported that there was no patient harm.

Manufacturer narrative:
Additional information: evaluation summary: the device history record (DHR) was reviewed and no discrepancies were found. One sample was received for evaluation. A dimensional test was performed making a transversal cut on the cannulas and the wall thickness readings were: 0.016 and 0.017 inches on the thinner part of the walls and the results are within specification. No failure mode was observed in the received sample, and all manufacturing controls were found acceptable and effective to detect the reported failure mode. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device currently used by the patient had a thicker wall compared to the new one that was causing rattling, leaking, and pressure going down. The customer reported that the patient would like to order more of the inner cannulas with the thicker wall manufactured. The customer reported that there was no patient injury.